Event description:
It was reported that a battery depletion (bd) code was received from this subcutaneous implantable cardiac defibrillator (s-ICD). Additionally, the remaining longevity was noted to be at 11%. Boston scientific technical services was contacted and confirmed the battery was depleting prematurely. It was recommended that the device should be replaced within 60 days. At this time, the s-ICD remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that a battery depletion (bd) code was received from this subcutaneous implantable cardiac defibrillator (s-ICD). Additionally, the remaining longevity was noted to be at 11%. Boston scientific technical services was contacted and confirmed the battery was depleting prematurely. It was recommended that the device should be replaced within 60 days. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.